Event description:
It was reported patient was unable to connect to ipg after an unrelated procedure. A manufacturer representative was unable to connect as well and ipg was deemed inoperable. Surgical intervention took place and the ipg was replaced and therapy was restored.

Manufacturer narrative:
Date of event is estimated . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.